Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "there was a relatively important bleeding at the puncture point during the insertion of the catheter. There was no consequence for the patient. Surgical compressive dressing was applied." The user reports the puncture needle makes a hole larger than the diameter of the catheter, resulting in heavy bleeding.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "there was a relatively important bleeding at the puncture point during the insertion of the catheter. There was no consequence for the patient. Surgical compressive dressing was applied." The user reports the puncture needle makes a hole larger than the diameter of the catheter, resulting in heavy bleeding.